Event description:
It was reported that the advanced cement mixing bowl was being used in a procedure when the region around the cartridge broke and the cement leaked. The surgeon inserted the cement and pressurized it manually with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Discarded at user facility.